Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head was not working and there was no picture. The event occurred during setup/inspection for use. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of no picture was confirmed. A root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process it is likely that the following led to the malfunction of the device: there was a cut and damage on video cable therefore reasonably known information suggests probable causes such as damaged or deterioration of parts due to wear and tear, without any design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.